Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that rep said he met with patient and hcp and therapy has been turned off for 7 days, but patient reported the battery still heating up. Hcp plans to do an explant, but there is no set date for explant. Reviewed with rep the heating sensation is medical in nature, if the neurostimulator has been off. Additional information was received from the manufacturer representative (rep). It was reported that that while the scs was on, the heating/shocking occurred while she as driving and reports panic attack and while the scs was off, it occurred while sitting up against a firm chair and reports a panic attack. The diagnostics/troubleshooting done was the rep interrogated scs, no issues with lead connections or impedances. Scs has been off for the past 3 weeks and she still has all of these sensations. The cause was not determined. A scs explant has been set for may 7th. Additional information was received from the patient. The patient reiterated the previous information. Patient stated that they were shocked. Patient stated they feel sick and loss of bladder control. The patient stated that the stimulation was off, but they have been shocked multiple times.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the patient reported two instances of 'abnormal' shocking, once while the patient was driving and once while at home. The rep notes they had previously advised the patient to turn the ins off while driving. The caller states the the patient reports the shocking is 'through the spine' causing sweats and a flush sensation as well as light-headedness. The caller states the patient also reported on this same day (saturday) that the patient felt like the ins was heating up in the pocket and this was not prompted/occurring with charging. Caller notes the patient has cervical epidural lead placement and is running stimulation at .4ma. Agent and caller reviewed considerations around troubleshooting/evaluation.

Event description:
Additional information received from the manufacturer representative reported that the patient had the device removed on (B)(6) 2025 and the issue was resolved. Further information received from the patient stated they had it removed on (B)(6) 2025 and was still urinating on herself and she has facial paralysis and a tick in her lip that will not go away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.